Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cyst ("right ovarian cyst") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((dob (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2013)), bell's palsy, eczema and human papilloma virus infection. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013 and mirena iud from (B)(6) to (B)(6) . Concurrent conditions included obesity and asthma. Concomitant products included anovlar (minestrin) from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin) since (B)(6) 2014, panadeine co (tylenol with codeine no.3) since (B)(6) 2014 and triamcinolone. On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain (constant and severe)"), headache ("migraines / headaches") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (on (B)(6) 2015 total laparoscopic hysterectomy, right salpingo - oophorectomy). Essure was removed on (B)(6) 2015. In (B)(6) , the genital haemorrhage, migraine, female sexual dysfunction, vaginal haemorrhage, menorrhagia, abdominal pain, headache and dyspareunia had resolved. At the time of the report, the pelvic pain had resolved and the ovarian cyst, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient also took concomitant tylenol/ibuprofen otc from (B)(6) -(B)(6) for an unspecified dose and frequencies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On (B)(6) 2015:surgical pathology report: uterus, cervix, right ovary, and fallopian tubes: uterus showing benign proliferative endometrium. Cervix negative for dysplasia.ovary with benign corpus luteum cyst. Unremarkable fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, endometriosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cyst ("right ovarian cyst") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((dob (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2013)), bell's palsy, eczema and (B)(6) infection. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013 and mirena iud from 2005 to 2011. Concurrent conditions included obesity and asthma. Concomitant products included anovlar (minestrin) from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin) since (B)(6) 2014, paracetamol (tylenol regular) since (B)(6) 2014 and triamcinolone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain (constant and severe)"), headache ("migraines / headaches") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (on (B)(6) 2015 total laparoscopic hysterectomy, right salpingooophorectomy) and surgery (on (B)(6) 2015 right salpingo-oophorectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, migraine, female sexual dysfunction, vaginal haemorrhage, menorrhagia, abdominal pain, headache and dyspareunia had resolved. At the time of the report, the pelvic pain had resolved and the ovarian cyst, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient also took concomitant tylenol/ibuprofen otc from 2014-2015 for an unspecified dose and frequencies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On 04-aug-2015:surgical pathology report: uterus, cervix, right ovary, and fallopian tubes: uterus showing benign proliferative endometrium. Cervix negative for dysplasia.ovary with benign corpus luteum cyst. Unremarkable fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, endometriosis, ovarian cyst. Most recent follow-up information incorporated above includes: on 2-feb-2018: medical record and pfs received. Events abnormal bleeding , menorrhagia, vaginal bledding, migraines, headaches, dyspareunia, abdominal pain, apareunia, endometriosis are added. Lot number added. Lab data updated. Concomitant drug and condition are addded. Historical drug and condition are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (on (B)(6) 2015 total laparoscopic hysterectomy, right salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.